Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cover glass of the insertion section is cracked, meniscus of the charged coupled device section is broken, scope communication error (b31). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cover glass of the insertion section is cracked, meniscus of the charged coupled device section is broken, charged coupled device section is broken and therefore scope communication error (b31) occurred. The most probable cause of the malfunctions is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had sustained fall damage resulting in the glass being shattered. The event occurred during the inspection for use. There were no reports of patient involvement.